Event description:
It was reported that the pin at the tip of the micropituitary was broken during surgery. No fragments fell into the patient. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the pin connecting the upper and lower shaft at the tip has dislodged from the instrument. No cracking or breakage was observed. A review of the device history records found no documentation to indicate a non-conformance to specification.